Event description:
It was reported to philips that the navigation (nav) ring is not working, and the lcd (liquid crystal display) screen is weak. It is unknown if the device had patient involvement at the time the issue was discovered however, there was no patient or user harm reported. It was determined by a field service engineer (fse) that the lcd screen kit and the nav ring need to be replaced. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Additional information: component code added. Correction to conclusion code.

Manufacturer narrative:
It was determined the nav ring button, lcd assembly, user interface (ui) pcba to lcd cable, and lcd cable should be replaced. Following the evaluation of the device, the nav ring button, lcd assembly, ui pcba to lcd cable, and lcd cable were replaced; it is unknown if the replaced parts resolved the issue. Many good faith efforts have been made to obtain additional information from the customer however there was no response. The removed components were not received for evaluation at this time; therefore, the root cause at the component level could not be determined. If the component is received or additional information is provided, an evaluation will be performed, and an additional report will be submitted.